Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a battery failure on the insulin pump. The customer also reported experiencing a blank display on the insulin pump. Customer reported they were able to recover the display, but the insulin pump would power off again. Customer's blood glucose was 142 mg/dl at the time of incident. The customer's blood glucose was over 300 mg/dl at the time of the call. The customer declined to return the insulin pump for analysis.